Manufacturer narrative:
Other applicable components are: product ID: 3889-41, lot#: va00r1t serial#, implanted: on(B)(6) 2012, explanted: on (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 3889-41, serial/lot #: (B)(4), ubd: 31-may-2016, UDI#:. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that been getting up an average of 5 times a night since the battery died. On (B)(6) 2020: "her device is now 8 years old. She is not really able to feel it at all." On (B)(6) 2020: removal of interstim system. Patient stated that they are periods of time where it has not been effective and other times where it has been more effective. Subject reports recurring urinary frequency.  She reports "her nights are very bad and may be up sometimes hourly with the need to go". On (B)(6) 2018: subject reports "nights are still the toughest thing for her".  Device interrogatory is performed.  Impedances were abnormal on the #3 electrode otherwise normal, battery life is 16-29 months. Explanted/replaced component: entire system action date: 16-nov-2020 device resolved without sequelae 16-nov-2020.